Event description:
I had the essure procedure performed and ever since then, I have had constant ongoing bleeding (periods lasting 2+ weeks and heavy bleeding during sexual intercourse. Sexual activity is incredibly uncomfortable as well. I have also had continued weight gain despite being on the same exact diet and exercise regimen (if not better diet and exercise regimen) vs before the procedure.

Event description:
Add'l info received from reporter on 06/27/2014: essure implanted - immediately following and consistently experiencing prolonged and heavy bleeding, cramping, auto-immune problems, hair loss - dramatic, migraines, skin rashes, memory problems, panic attacks, and ongoing bruising and swelling of joints, in addition to severe weight gain despite extremely healthy/active lifestyle. I will have to seek a hysterectomy to relieve issues - at the young age of (B)(6).